Event description:
According to the reporter: for the second firing for esophagectomy, the nurse connected reload to adapter and checked the black release button was in the load position normally. The surgeon tried to approach to esophagus; however the device suddenly started the calibration within the chest cavity and the jaws were articulated to left and right side. They replaced the handle and adapter, used the original battery, connected the original reload and the firing was completed with no problem. Current patient status is with no problem. No patient adverse events were reported. Reoperation was required due to the issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Reoperation was not required.